Event description:
Sometime post-operative, after the removal of a mass on a pediatric pt's tongue using a procise max plasma wand, it was discovered that the pt had sustained a minor burn on the left interior cheek of the mouth. The physician was reportedly using a mouth gag during the procedure. The pt was reported as fine and no other complications were reported as a result of this event.